Manufacturer narrative:
The investigation determined that the customer attempted to process multiple patient samples for potassium using a vitros chemistry products alb slide cartridge that was mis-identified as a vitros chemistry products k+ slide cartridge on a vitros 950 chemistry system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 950 chemistry system was operating as intended.

Event description:
A customer attempted to process multiple patient samples for potassium using a vitros chemistry products alb slide cartridge that was mis-identified as a vitros chemistry products k+ slide cartridge on a vitros 950 chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. No patient results were reported out of the laboratory as no results were generated by the analyzer. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).